Manufacturer narrative:
Investigation summary: the reported complaint of a broken luer could not be confirmed. Without the return of the sample or a photo/video a comprehensive review cannot be performed, and a probable cause cannot be determined. No lot received for a device history review.

Event description:
Event occurred regarding a 12" (30 cm) ext set w/1.2 micron filter, clamp, rotating luer where it was reported that two separate alaris lipid filters were found cracked at the luer lock attachment site. Both filters were removed from the IV tubing, and the tubing was re-primed with new filters. The patient involved in the event was a 9-year-old male with initials c.b., weighing 5.6 kg, and identified as black or african american. There were a patient involvement and no harm reported.